Manufacturer narrative:
The onyx will not be returned for evaluation as it was consumed in the event; therefore the cause of the event could not be confirmed, and the event cause could not be determined. The instructions for use (IFU) note the indications for use are for the presurgical embolization of brain arteriovenous malformations (bavms). This procedure treated an avm in the peripheral (left foot). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the onyx moved into the metatarsal artery unintentionally causing a lack of blood flow to the left big toe and left second toe. The physician injected 0.7 ml of onyx 18 into the patient's avm at the bottom of the left foot through a microcatheter. After 0.7ml of the onyx was injected, the physician saw that the onyx 18 flowed into the dorsal metatarsal artery unintentionally. The dorsal metatarsal artery was embolized by onyx as a result. The physician stopped the onyx injection immediately and noticed there was a lack of blood flow into the left big toe and left second toe, with visible color change of them turning pale. The physician proceeded to restore flow into the two toes by using warm towels and administering gtn, heparin intra arterially, and started on iloprost infusion (IV) to restore flow to the toes. The physician noticed an improved blood flow to the two toes, with the color restored to pink. The patient has been advised that the toe nail may fall off due to the unintentional embolization of the dorsal metatarsal artery when onyx flowed from the targeted avm to the artery. Currently, patient's condition is stable and the physician believes there is no need to amputate the toe. The procedure was not completed and was stopped due to the unintentional embolization event. The patient is currently undergoing wound care on an out-patient basis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.